Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side " pain, unhealed incision, silicone leaking out of incision and rupture." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6b, d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ other-medical: unable to observe as it is not related to the device. ¿ delayed healing: unable to observe as it is not related to the device. ¿ pain: unable to observe as it is not related to the device. ¿ rupture: observed broken device assessed as surgical damage and missing piece of shell assessed as inconclusive.

Event description:
Healthcare professional reported right side " pain, unhealed incision, silicone leaking out of incision and rupture." Device has been explanted.